Manufacturer narrative:
(B) (4).

Event description:
The patient experienced redness, swelling, and pain. The patient was diagnosed with an infection at the device pocket. It was unknown if cultures were obtained. The patient did not have meningitis. It was noted that perioperative antibiotics were administered. The patient's physician that managed their diabetes, their infectious disease physician, and their cardiologist recommended pump removal. The pump was explanted. The patient was treated with oral antibiotics. The device system was used to deliver morphine. The patient did not experience drug withdrawal. The patient outcome was reported as "ongoing".